Event description:
It was reported that the patient felt weaker with more pain when stimulation was turned off and was having to charge more frequently. The patient underwent an ipg replacement procedure and was dong well with good chronic pain relief postoperatively. The explanted ipg will not be returned.